Event description:
It was reported that a revision surgery was performed due to progression of degenerative disease of patellofemoral joint and knee pain. Surgeon decided only patellar component was needed to be explanted.

Manufacturer narrative:
The associated patella component was not returned for evaluation. Our clinical evaluation noted that the reported findings (well-fixed components/progressive pf djd) along with the clinical symptoms (pain) are not an uncommon occurrence with a primary tka with a non-resurfaced patella in the presence of progressive pfj disease and this is not a complication of the implanted s&n components. It was reported there was an explant but it is not clear what was explanted as it was reported that, "only patellar component was needed to be explanted" but this conflicts that the patella was un-resurfaced during the initial tka. No operative reports have been provided but a resurfacing component is not seen in the provided x-ray images. The patient impact beyond the reported pain and left patella resurfacing will be the usual recovery process from the initial and the resurfacing procedure. No further medical assessment is warranted at this time. Without the return of the actual product involved and no product information, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened. Credit cannot be issued for the device.